Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that the right atrial (ra) lead was dislodged. The physician explanted and replaced the ra lead on (B)(6) 2022. The patient condition is unknown.